Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became hot while charging and subsequently multiple temperature alarms occurred. The issue recurred despite the attempt of multiple usb cables and wall adapters. The customer's blood glucose level was 170 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.